Event description:
Caller reported damage to the usb port and pins of the pump, which affected the ability to charge it, though the pump had not shut down due to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer was informed by tandem technical support that a replacement pump with updated software would be sent and provided with instructions for putting the old pump into storage mode. Technical support also ensured the customer understood the necessity of returning the faulty pump within ten days and assisted with programming settings and connecting the cgm to the new pump. Replacement pump was sent, and the caller acknowledged all instructions.